Event description:
Three endeavor sprint rx drug eluting stents were implanted. Two stents were deployed in the mid and distal rca. The third stent was deployed to the mid lad. Pt had lost their appetite approximately 2 weeks later. Approximately 5 weeks post index procedure, poba was performed on mid lad due to stent thrombosis. Physician commented that the pt discontinued prescribed medications on his own judgment and that the vessel wall was highly calcified at mid lad lesion resulting in the incomplete apposition of the stent. The pt recovered.

Manufacturer narrative:
(B)(4): evaluation, results: root cause of event cannot be determined. (Thrombus), (no device received for evaluation).